Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device diagnosis was high impedance and the clinical diagnosis was loss of efficacy of the device on her pain. The patient called on the (B)(6) 2024 because she doesn't have any more paresthesia on the right lead and she came on (B)(6) 2024 to check the problem and on the plot 1(used) it's over 40000 so they changed the programming without the plot 1 and they found something good for her. Diagnostic methods were that the patient reported it because on her "right s/occipital" she didn't feel the paresthesia so they gave her an appointment to check it as of (B)(6) 2024 and through device interrogation/device data they checked the impedances and "on the plot 1 is over 40000" so they changed the programming without it on (B)(6) 2024. The etiology was a causal relationship of the event to the device or therapy, not related to the implant procedure. The interventions taken were that the ins was reprogrammed as of (B)(6) 2024 and the event resulted in an unscheduled clinic or office visit. The event resolved without sequelae (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, serial# (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(6), g2: the country of the event is ch h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 09100-60 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 09100, serial/lot #: (B)(6), implanted: (B)(6) 2023-09-28, product type: lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical team. Implant dates and the lead model number were provided.